Event description:
The health care professional suspected early battery depletion of the implantable neurostimulator (ins). The ins was explanted, but not replaced. The pt was not injured and was okay following explant. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.